Event description:
Customer reported an intermittent operation with the panorama telepack following the antenna expansion installation. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the antenna system to be functioning within normal level. Corrections included a change of the connection setting on the panorama telepack from high to medium.